Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented prior to a device changeout procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing causing inappropriate automatic mode switch episodes. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.